Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review. Through a previous complaint, some available unused files batch #1447314 had been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1447314 is conform (representative sampling). Additional information was received indicating that there was no injury to the patient.

Manufacturer narrative:
A follow-up from the customer found that the patient's tooth was extracted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a proglider file broke during use. The event outcome is unknown as of this MDR evaluation.